Event description:
Pt presented to physician complaining of recurrent episodes of dizziness similar to what she had before the pacemaker was implanted in 1988. Preliminary pacemaker analysis in the physician's office showed that the battery was exhausted and elective replacement was recommended. The generator was a ddd device which was pacing the vvi mode because of the battery exhaustion. Pt admitted for battery replacement. Further eval revealed that the pacemaker was at the end of its life. Pt underwent complete replacement of pacemaker and leads.